Manufacturer narrative:
Event date was reported as (B)(6) 2017. On (B)(6) 2017 was used as the event date in this report. The incident was reported to a vygon company representative via a gastroenterologist. Customer reported this event was the result of user error. The product packaging includes the following warning and cautionary statements: warning: to avoid potential injury - use only on needleless connectors. In addition, 3m provides training materials (including graphics) instructing customers to apply the curos cap only to needleless connectors and not to apply the curos cap directly to a catheter hub. In summary, the packaging clearly states via warning that the product should only be used on needleless connectors.

Event description:
A gastroenterologist reported a patient was receiving hpn (home parenteral nutrition) via a tunneled central venous catheter. A cff1- 270r curos cap was reportedly applied directly to the hub of the catheter in error. The curos cap was not applied to a needleless connector as directed on product packaging. The catheter was allegedly blocked by a sponge from the curos cap. The tunnelled central venous catheter was reportedly removed. The patient reportedly required insertion of a peripherally inserted central catheter (PICC) while she awaited placement of a new tunneled central venous catheter.